Event description:
It was reported the patient's entire scs system was removed. The patient was not currently using his system, and had stopped using his scs system approximately a year ago. Additionally, the patient needed to have a contraindicated (MRI) procedure done.

Manufacturer narrative:
There is no alleged device failure to meet specification. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.